Manufacturer narrative:
Batch review performed on 23 december 2025. Lot: 2248662: (B)(4) items manufactured and released on 28-march-2023. Expiration date: 2028-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary right knee surgery with a competitor on an unknown date. Subsequently, the patient was revised to a medacta hinge knee on (B)(6) 2025 for an unknown reason. Presently, on (B)(6) 2025 the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the hinge poly. The surgery was completed successfully.